Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that tip detachment occurred. A 20 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the tip of the device fractured. The device was removed, and the procedure was completed with another of same device. The patient condition following the procedure was stable.